Event description:
It is reported that pt was revised due to breakage of the plate.

Manufacturer narrative:
The device history records were reviewed and found to be conforming. As soon as the investigation result is available, a f/u report will be submitted. (B)(4).